Manufacturer narrative:
The device was returned, analyzed, and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the implantable cardioverter defibrillator (ICD) noise was being detected on the atrial channel. The lead was connected to an analyzer and a new device and no issues were seen. The device was not used and another device was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.